Manufacturer narrative:
Add'l info has been requested, and if received, will be provided in a supplemental report.

Event description:
It was reported that, "the dr revised component due to pt's pain. Pt was opened, tibial insert was removed and remaining components were insp for fixation. A size medium 9 mm trial insert was trialed. The medium 9 mm implant was then opened and implanted."